Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) advised shock impedance measurements had gradually risen since implant. Additional information provided the patient was seen in clinic. The patient is to have a lead replacement procedure. Additional information from the field representative provided a lead revision was attempted but not completed because the vein was occluded. The physician performed a defibrillation threshold (dft) test at this time. The dft test recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Ts recommended the patient wear a lifevest until this lead was able to be successfully replaced. Another procedure has not been scheduled at this time. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction report is being submitted due to a change in the h6 patient codes field. This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) advised shock impedance measurements had gradually risen since implant. Additional information provided the patient was seen in clinic. The patient is to have a lead replacement procedure. Additional information from the field representative provided a lead revision was attempted but not completed because the vein was occluded. The physician performed a defibrillation threshold (dft) test at this time. The dft test recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Ts recommended the patient wear a lifevest until this lead was able to be successfully replaced. Another procedure has not been scheduled at this time. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services advised shock impedance measurements had gradually risen since implant. Additional information has been requested but was not provided at this time. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) advised shock impedance measurements had gradually risen since implant. Additional information provided the patient was seen in clinic. The patient is to have a lead replacement procedure. Additional information from the field representative provided a lead revision was attempted but not completed because the vein was occluded. The physician performed a defibrillation threshold (dft) test at this time. The dft test recorded a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Ts recommended the patient wear a lifevest until this lead was able to be successfully replaced. Another procedure has not been scheduled at this time. This rv lead remains in service. No additional adverse patient effects were reported.